Event description:
It was reported that the surgery center had two cases of sterile endophthalmitis occur on patients who had surgery on (B)(6) 2015. No further information was provided. The first case has been reported in a separate MDR.

Manufacturer narrative:
The manufacturing records were reviewed. The sterilization record was reviewed and was found in compliance with the sterilization process parameters. Also biological indicators were evaluated for the sterilization cycle and no growth was observed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) -to date, the intraocular lens remains implanted. Reason for non evaluation: to date the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.